Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had a piece of plastic floating in the syringe. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd luer-lok disposable syringe had a piece of plastic floating in the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Three photos were received and evaluated. Two of the photos showed a 1ml ll syringe with needle attached, containing less than 0.2ml of clear liquid in the fluid path. A large opaque oblong foreign matter body was observed floating in the liquid. The fm could not be identified from the photos. However, it was larger than level 3 in size and is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.